Event description:
It was reported by svc report that the fowler was constantly actuated and would drift upward without weight and drift downward with weight. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler; gas spring trip.